Manufacturer narrative:
The device was returned for evaluation. The device voltage was received at elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest and cardiomyopathy.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest and cardiomyopathy, anoxic brain injury, cardiac arrest, coronary artery disease, cardiomyopathy. Secondary conditions contributing to death but not resulting in underlying cause, septic shock, aspiration pneumonia.